Manufacturer narrative:
The initial reported event of infection was received on (B)(6) 2018. Of note the serious injury is normally submitted via an alternative summary report that would have been due on (B)(6) 2018. Information was subsequently received on (B)(6) 2018 and revealed an out of specification analysis finding. As this new information does not qualify for summary reporting, this report is therefore being submitted as a 30-day report. Product analysis the full lead was returned and analyzed. The analyst indicated that the helix exceeded specification the number of turns to extend and retract. The guide tooth of the lead was extrinsically damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection and had their implantable cardioverter defibrillator (ICD) system explanted. The patient's right ventricular (rv) lead subsequently tested out of specification, indicating a helix issue. No further patient complications have been reported as a result of this event.